Event description:
In 2008, this patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unknown date, glue and coil embolization was performed to treat aneurysm enlargement (amount unknown). On (B)(6) 2012, a follow-up CT showed that one of the limbs was filling (unspecified endoleak). An additional procedure was performed whereby the originally implanted devices were relined with an aortic extender component proximally, a contralateral leg component on the right side and an iliac extender component on the left. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing paper could not be performed as the lot numbers of the devices have not been provided.